Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process, which resolved the issue as the malfunction did not recur. The customer was advised to call back if the malfunction reappears and acknowledged the instructions.